Event description:
It was observed during the device inspection, that the bronchofiberscope exhibited deterioration of the coating of the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device evaluation also found the instrument channel port was loose. Based on the results of the investigation, it is likely that the following led to the malfunction: physical stress such as scratching or bumping the insertion section, chemical stress due to the reprocessing method, or stress from harsh storage conditions such as in direct sunlight, under high humidity, and exposed to x rays and ultraviolet rays. It is likely that the following led to the loose instrument channel port: physical stress to the instrument channel port such as twisting and pulling. Definitive root causes cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.